Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During the procedure it was noticed by doctor that the impaction tip had broken off. Patient not affected in any way.

Manufacturer narrative:
Review of the device history records indicate the lot was manufactured and accepted into final stock. There have been no other events reported for the manufacturing lot. The event was confirmed. The metal cap on the end of the handle was fractured off and not returned with the device. The investigation concluded that the device was confirmed to be within the scope of the supplier's internal CAPA as the device was manufactured prior to 9-jul-2014. If additional information becomes available, this investigation will be reopened.

Event description:
During the procedure it was noticed by doctor that the impaction tip had broken off. Patient not affected in any way.